Event description:
"Patient was receiving fentanyl infusion at 50 mcg/hr. Infusion initiated prior to 2000 on (B)(6) 2015. During hourly rounds at 0100 ((B)(6) 2015), fentanyl bag 1.25 mg in 125 ml of nss was noted to be empty. Alaris IV pump malfunctioned and infused the entire bag of fentanyl. Patient became hypotensive with sbp 70's (b/l sbp 80's on admission). Close watch on pt's condition and vs until resolved. Pt maintained appropriate neuro status throughout entire event. IV pump channel in question was removed from patient's room and new IV pump channel was used." Patient was in medical ICU and utilizing ventilator and multiple other pieces of equipment.